Manufacturer narrative:
Medtronic received additional information that the customer understands that the adverse effect is related to the fact that they cannot use autologous blood and have to use blood transfusions, hence the sirs. According to x med's engineering department, the equipment did not present any problems, as reported in the complaint itself. The customer believe it is an issue with the disposable device, but they cannot and do not know for sure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the setup of the autolog one source pack, bleeding occurred during a sternotomy, resulting in a loss of approximately 400 ml of pure blood due to the sectioning of the iliac artery. The blood was quickly aspirated into the disposable reservoir of the autolog, and a washing process was performed, but less than 50ml of blood was recovered. The extracorporeal circulation (ecc) circuit was quickly installed, and the surgery proceeded without complications. During the blood collection for gas analysis and hemogram, the patient's hematocrit was 28%. During the procedure, aspiration occurred without issues. However, when starting a new washing cycle, the equipment discarded almost all the blood volume in the reservoir into the waste bag. The blood in the bag appeared to be concentrated. At the end of the ecc, a new blood sample was collected for gas analysis and hemogram, revealing a hematocrit of 26%. This information was communicated to the surgeon, who decided that a transfusion was unnecessary, considering that the entire blood volume from the ecc (approximately 1500 ml) would be aspirated into the autolog. Surprisingly, when starting a new washing and centrifugation cycle, all the blood was again discarded into the waste bag, making its return to the patient impossible. As a result, an allogeneic blood transfusion was necessary. Systemic inflammatory response syndrome (sirs) was reported as an impact on the patient. The engineering department evaluated the equipment, and it passed all tests with no issues identified.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.